Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin has shot or squirted from infusion set when priming and required to prime or rewind more than once. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer reported cracks on the insulin pump. The customer reported that the reservoir cap was becoming loose and the battery life was diminished. The customer stated that the reminder sounds low. It was reported that it takes longer to reboot with battery change. The device will not be returned for analysis.